Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery longevity decreased from 3.5 years during an outpatient follow-up visit six months prior to 2.0 years at the most recent outpatient visit. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. To date, this pacemaker remains in service. No adverse patient effects were reported.